Event description:
It was reported that the insulin pump alarmed motor error. The current blood glucose reading is 431 mg/dl. The customer treated with manual injection. The insulin pump was exposed the MRI. Customer is unable to rewind the insulin pump. The motor keeps rewinding. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump failed the displacement test. Motor error alarm noted during rewind due to motor encoder out of phase.